Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing poor suction and vitrectomy cutting was limited to 2500. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The pneumatics module and fluidics module were replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on july 20, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).